Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for the treatment of rsd/causalgia-complex regional pain syndrome and spinal pain. It was reported that the patient was having issues with the ins charging and keeping it charged. They stated the charge should last a month but it was only lasting a week or two not even. The patient sated trying to get het ins to charge on the one side with the adhesive discs was not working well anymore. They stated this was horrible because they cannot charge and cannot get het ins recharger (insr) antenna to stick to the body. The patient was redirected to their healthcare professional (hcp) to discuss charging. The patient stated they have an appointment on (B)(6) 2018. No patient complications were reported as a result of this event. Refer to manufacturer report #3004209178-2018-14128 for details pertaining to the reportable related event.